Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data. The reagent probe r1 was realigned, warm water was run through the wash probes to waste and the probes were aligned. The cause of the discordant cardiac troponin results is unknown. The instrument is performing according to specifications. No further action required.

Event description:
The customer ran a patient sample for cardiac troponin in duplicate on the dimension xpand plus w/ hm system. The duplicate results from the dimension xpand plus w/ hm were discordant. These results were not released to the physician. The same sample was used for repeat testing on a different device (alere triage method). The repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.